Event description:
A used medtronic ave bifurcated stent graft device was returned from italy with allegedly no customer complaint associated with it. After further investigation and multiple attempts to obtain info, the medtronic ave italian manager and the representative confirm that there is no complaint. There is no info regarding this device. Returned goods investigation reveals that the device was returned with the stent graft loaded with dried blood on and within the catheter. The graft cover is retracted proximally and .5cm of the stent is seen. Four runners are exposed past the graft cover by 2mm. Two runners are overlapping each other. No kinks or stretches were noted on the graft cover. A 1cm cut was made in the graft cover, however the stent would not deploy. Another 1cm section was cut 5.5cm from the distal end of the graft cover; the runners were overlapped. It is possible that the overlapping runners and the age of the dried blood in the device prevented deployment and also affected the ability to test the device.